Event description:
It was reported that through remote transmission, inappropriate auto mode switch episodes were observed due to competitive atrial pacing. The patient was asymptomatic. Programming changes were made.